Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to customer's blood glucose levels at the time of hospitalization 952 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections as well as an insulin drip. The customer also reported bent cannulas. Troubleshooting occured. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).